Event description:
A complaint was received that indicated the clucometer dex system gave a reading of 128 mg/dl. However, the customer was not feeling well and "acted drunk". Emt's performed a blood glucose measurement (method unknown) within five minutes of the 128 mg/dl reading and received a result of 32 mg/dl. While on the phone electronic checks were conducted and were satisfactory. However, the customer was not feeling well to continue with the evaluation of the reagent. The customer will be supplied a control solution to continue with the evaluation.